Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion." Customer information: when did the failure occur: during therapy. Reason of complaint: adverse patient event as per above description additional patient information: patient required manual ventilation and airway support management and took some time to recover, breathing independently. Name of device alert: no alarm. Time of incident: (B)(6) 2021 12:05:51am pump details entered incorrectly. Patient deterioration at 1:22:37am. "We have had an adverse event in recent days involving a continuous infusion of prostaglandin. From pulling the pump data, and from the recollection of events from the nurses involved, the error has occurred when they have incorrectly entered the "amount" value as the dose they wanted to run the infusion at, and not the total amount in the syringe. E.g. 5mcg instead of 75mcg in a 50ml syringe for a 2.5kg patient. This resulted in the patient receiving 30 times the dose of medication. This is the 5th incident relating to prostaglandin. What I'm hoping to determine is whether there are other ways in which we can safeguard the pumps to give as many visual cues as possible so that this is less likely to occur again in the future. One such suggestion from our team was whether the pump display can alternate between dose/kg/time unit and volume/time unit? Could this be programmed to alternate every few seconds?"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact and undamaged. A functional test was performed. The device passed the self test. A bd plastipak 50ml syringe was inserted. The pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. No malfunctions could be detected. The device history files were read and analyzed. According to the day of occurrence the 15th september 2021 was analyzed. No malfunctions, anomalies or errors could be found in the history files. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,59%. To investigate the inside of the device, the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.